Event description:
Patient was revised approximately 3 weeks after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+9 humeral cup, then implanted 36mm eccentric glenosphere with screw, 36/+6 humeral cup and 135/145 reversed adapter for extra +9mm spacing.